Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent fracture occurred. The 90% stenosed target lesion was located in a moderately calcified and severely tortuous circumflex in the left main artery. The physician used another manufacturer's wire as a buddy wire which was placed behind a promus element plus stent that was implanted in the target lesion. Post deployment of the promus element plus stent the buddy wire encountered resistance during removal. Angiography was performed and revealed the stent fractured in the middle of the promus element plus stent. The procedure was completed by post dilating the promus element plus stent then placing another stent within the lesion. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product.(B)(4).device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).